Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported when they put the stimulator on it feels like an electric shock through their body and it is making it harder to walk up steps. Patient stated they want to have it adjusted where they don't feel the pain as much and don't feel the vibration in their body. Patient mentioned the vibration goes on their legs and back and in their buttock which is annoying so they turn it off. Patient has an appointment scheduled with pain management doctor on monday at 9am and is requesting medtronic rep be present at that appointment. Agent reviewed nas and the patient was redirected to their healthcare provider to further address the issue. Agent emailed field at request of the patient.